Event description:
On 2/apr/2021, fresenius became aware (via a customer experience survey) this anonymous patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. As a result, the patient transitioned to outpatient hemodialysis (hd). Knowledge of the peritonitis was obtained from a customer experience survey in which the patient chose to remain anonymous. As such, written or telephonic follow-up was not possible.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, fmc cassette, and the serious adverse event of peritonitis. The etiology of the peritonitis was attributed to an unspecified touch contamination event. Per the patient¿s hpm, the patient¿s electronic medical record does not indicate a fresenius device and/or product malfunction and/or deficiency occurred. It is a well-known fact that individuals undergoing peritoneal dialysis (pd) for rrt have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty select cycler and fmc cassette can be disassociated from the event(s). There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Should additional information become available, the file will be reassessed and the need for a revised clinical investigation will be evaluated.